Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 500 mg/dl, while wearing the pod on the arm between 1 and 4 hours. A new pod was applied as treatment.

Manufacturer narrative:
The pod was received with evidence of damage on the top housing and the housing vent missing from the bottom housing. The welds of the housing vent were still present, indicating that the housing vent had been torn off. It could not be determined when or how this damage occurred or whether or not this damage contributed to the reported event. The exposed portion of the soft cannula was observed to be damaged with a tear. The download data contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The download data showed that an 0x1c alarm had been generated, indicating that the device reached the expiration time of 80 hours. Inspection of the fluid path found damage to the reservoir above the fill port. This damage prevented fluid from flowing through the complete fluid path. No corrosion or evidence of fluid ingress was observed during the investigation. The fill septum was observed to be damaged. This damage lined up with the damage on the reservoir. It could not be determined when or how this damage occurred or whether or not it is related to the damage on the reservoir. Due to this, it could not be conclusively determined if the damage on the reservoir contributed to the reported event. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.